Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannula leaks. No adverse event reported. Alleged device has been discarded; no product will be returned.